Event description:
It was reported that a user contacted support because they were unable to navigate the ilet to complete a meal bolus and, upon unlocking the device, found it on the fill tubing sequence screen after (B)(4) units of insulin had been delivered through the infusion set tubing. The user¿s blood glucose was 97 mg/dl, and they then completed the intended meal bolus. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to filling the tubing with insulin while the user was connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.